Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-05. H6: investigation summary a device history review was conducted for lot number 0202481. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by the facility was reviewed by our quality engineers, who determined that the identity of the foreign matter was hair from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has implemented the use one-piece clean room protective equipment, and will be discarding the split-style in use at the time of the production of this lot.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter and leaked. The following information was provided by the initial reporter: "pediatric head nurse said feedback today ward a patient soon after the needle on family feedback heparin cap joint leakage, the nurse's first reaction was that heparin cap didn't tight so it would continue to infusion and heparin cap was screwed, and the patient's family later feedback that there was leakage at the heparin cap, the nurse then screw up heparin cap, she wanted to change a new one,but it was found there was hair at heparin cap connection".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter and leaked. The following information was provided by the initial reporter: "pediatric head nurse said feedback today ward a patient soon after the needle on family feedback heparin cap joint leakage, the nurse's first reaction was that heparin cap didn't tight so it would continue to infusion and heparin cap was screwed, and the patient's family later feedback that there was leakage at the heparin cap, the nurse then screw up heparin cap, she wanted to change a new one,but it was found there was hair at heparin cap connection".